Event description:
Normal work up for intravitreal injection of lucentis in right eye. Table set up with normal betadine, q tips, lid spec, lidocaine, tb syringe, 1 ml syringe, alcohol pads, ophthaine, eye wash, zymaxid. Box of lucentis pulled when doctor in room and pt being prepped, it has to be refrigerated. Lot# 968871. In the sealed box is a vial of lucentis, filter needle 19g and a 30gx1/2 needle. He proceeded to draw up lucentis switch to 30gx1/2 to inject when needle in eye the drug would not go in, he then pulled a sealed sterile 30gx1/2 needle from our cupboard, tried again, drug did not go in. Dr then came to get me and watch his set up and procedure to make sure he was not doing something different. He was perfect and injected a 3rd time and all the drug went in fine. Pt aware of clogged needle and went home with normal routine following intravitreal injection. The lucentis box is sealed and wrappers of 30gx1/2 were in waste so we pulled out 4 but we don't know which was in the sealed lucentis box or on our shelf. They were lot# 0279426, 1145181 and 7212122.